Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission 01/14/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor was found to be out of calibration. There was evidence of contamination observed on the lead screw ball seal.